Event description:
It was reported via international mallinckrodt facility that a pt intubed with a size 6 fen, fenestrated low pressure cuffed tracheostomy tube experienced problems when the 15mm connector on the inner cannula became loose. The information received indicated the connector "was swiveling independently." The device was in use approximately two (2) to three (3) days when the problem occurred. There was one (1) pt involved with no reported pt injury. Only the inner cannula component was returned to the manufacturer for decontamination, analysis and investigation on 05/25/1999.